Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the clinic has been monitoring noise on another manufacturer's chronic right ventricular (rv) lead. At one point the lead was reprogrammed to unipolar which may have been to avoid oversensing if the noise was related to slight movement of the lead in the header of the pacemaker. Currently there was noise from the minute ventilation feature on the atrial tachy response (atr) events which were appropriately not being sensed due to the low amplitude of the noise signal. The atr events also showed high sensor rate pacing at the maximum sensor rate. Engineering review determined the minute ventilation may be reacting to the lead noise and giving inappropriate readings of a higher rate, thus pacing the patient at the maximum sensor rate. The field representative changed the minute ventilation vector to the right atrium and decreased the maximum sensor rate as well as reduced the minute ventilation response factor. Engineering also noted to consider turning the minute ventilation feature off and assessing the pacemaker and lead for the cause of the noise. It was also noted that there was one inappropriately stored signal artifact monitoring event due to the feature inappropriately interpreting atrial fibrillation (af) as noise. The minute ventilation feature was programmed back to auto at that time and no further inappropriate episodes have been stored. At this time the pacemaker and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that the clinic has been monitoring noise on another manufacturer's chronic right ventricular (rv) lead. At one point the lead was reprogrammed to unipolar which may have been to avoid oversensing if the noise was related to slight movement of the lead in the header of the pacemaker. Currently there was noise from the minute ventilation feature on the atrial tachy response (atr) events which were appropriately not being sensed due to the low amplitude of the noise signal. The atr events also showed high sensor rate pacing at the maximum sensor rate. Engineering review determined the minute ventilation may be reacting to the lead noise and giving inappropriate readings of a higher rate, thus pacing the patient at the maximum sensor rate. The field representative changed the minute ventilation vector to the right atrium and decreased the maximum sensor rate as well as reduced the minute ventilation response factor. Engineering also noted to consider turning the minute ventilation feature off and assessing the pacemaker and lead for the cause of the noise. It was also noted that there was one inappropriately stored signal artifact monitoring event due to the feature inappropriately interpreting atrial fibrillation (af) as noise. The minute ventilation feature was programmed back to auto at that time and no further inappropriate episodes have been stored. At this time the pacemaker and rv lead remain in service and no adverse patient effects were reported.